Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a laparoscopic sleeve and hiatal hernia repair, the device was difficult to toggle. The needle disengaged from the device and fell into the patient cavity. To correct the issue, the needle was retrieved using graspers. An x-ray was not performed for the express purpose of locating the disengaged needle or to confirm that all pieces were retrieved. To complete the procedure, another suturing device was opened and used without further issues. No patient injury or extension in surgical time. Patient status is alive, no injury. The devices will be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The event report alleges the products were used in a surgical procedure. Visual and functional evaluations indicated that the needle had marks on the cone of needle and on the loading slot.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of marks on the cone of the needle may occur when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle needle in suturing device.the toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident.